Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: after giving priming set, red fm(epirubicin) attached to the membrane of the injector of the priming set when removed main infusion(chemo safe infusion set+c35).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: after giving priming set, red fm (epirubicin) attached to the membrane of the injector of the priming set when removed main infusion (chemo safe infusion set+c35).